Event description:
Pt reports he had a post implanted in (B)(6) 2009. Post was defective and had to be replaced in (B)(6) 2012. Pt is seeking reimbursement for second procedure. Item not being returned, it was discarded. On (B)(6) 2013, pt ((B)(6) yr old male) reports he was not actually harmed except for the shock of losing the crown. He is only seeking reimbursement for second procedure. On (B)(6) 2013, dentist reports that pt's original diagnosis involved need for a root canal and bicuspid and to build up the tooth with a post and crown. The post cracked horizontally and was replaced (B)(6) 2012. On (B)(6) 2013, dentist will send copies of x-ray, pt record re: this event and invoice. The dentist provided 3 product numbers for possibilities for the post used, but could not be certain which one it actually was. Dentist could not produce any other product identifiers.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2013. The device involved in the reported incident is not available for eval. The device was discarded in the doctor's office when removed. An investigation has been initiated based on the reported info. The instruments were not returned to (B)(4) for review, so a physical exam of the product was not possible. As the specific item numbers or lot numbers were not provided, a review of the specific batch records could not be completed. Doctor did not know which product number he used. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.